Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering confirmed the instrument jaws were bent. One grip was bent, causing a side to side misalignment of the grips. There was a .098 offset at the tips, indicating overloading at the instruments tip. Electrical continuity test passed. An additional finding was various scratches on the main tube showing light material removal. The scratches were short in length and not axially aligned with the tube. Engineering concluded the damage may be due to mishandling. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the material removal if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during reprocessing the jaws were bent on the fenestrated bipolar forceps instrument. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.